Event description:
It was learned that an edwards bioprosthetic aortic valve was explanted after an implant duration of approximately 66 months, due to severe recurrent aortic stenosis. The valve was replaced with another edwards valve, with no complications during the surgery. Operative report indicates this is a (B)(6) female who has a known history of aortic stenosis with a pericardial bovine 23 mm valve placed in 2006. The patient states that during her hospitalization (implant surgery), she developed a (B)(6) infection and was hospitalized for total of 3 weeks. Surgeons findings indicate severe recurrent aortic stenosis involving 3 leaflets. Preoperative diagnosis indicates, "mild cardiomegaly, normal ejection fraction, moderate stenosis of the proximal lad and some aneurysmal dilatation of the aortic root and descending thoracic aorta. A transthoracic echo was performed on (B)(6) 2012, that revealed an aortic valve area of 0.592 cm2 and aortic peak gradient of 146 mmhg. It also revealed some moderate concentric left ventricular hypertrophy, an ejection fraction greater than 65% and some abnormal left ventricular diastolic function was observed. There was some mild mitral regurgitation noted and some moderate tricuspid regurgitation."

Manufacturer narrative:
Additional manufacturer narrative: as the explanted device has not been returned for evaluation, the failure mode of the reported stenosis could not be evaluated or confirmed. However, photos of the explanted valve were provided, showing an intact valve, with visible nodules in the cusp area of all 3 leaflets, possibly calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a quality deficiency during manufacturing that may have caused or contributed to this event. It is likely that patient's medical history may have contributed to this event.